Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and premenopause. Concurrent conditions included yeast infection, vaginal discharge, vulval itching, skin tags, burning sensation, vaginal irritation, bacterial infection, ovulation pain, nausea, sore throat, weight gain, hair loss, uterine pain, cramp in lower abdomen, fibroids, vulvitis, urinary retention and heat intolerance. Concomitant products included fluconazole (diflucan) and nsaids. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), uterine haemorrhage ("uterine hemorrhage"), infection ("infection"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy, cytoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, uterine haemorrhage, infection, urinary tract disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, neuromyopathy, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and premenopause. Concurrent conditions included yeast infection, vaginal discharge, vulval itching, skin tags, burning sensation, vaginal irritation, bacterial infection, ovulation pain, nausea, sore throat, weight gain, hair loss, uterine pain, cramp in lower abdomen, fibroids, vulvitis, urinary retention and heat intolerance. Concomitant products included fluconazole (diflucan) and nsaids. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), uterine haemorrhage ("uterine hemorrhage"), infection ("infection"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmennorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy, cytoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, uterine haemorrhage, infection, urinary tract disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, neuromyopathy, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.